Event description:
It was reported that prior to use, the display for the cs300 intra-aortic balloon pump (iabp) would black out with lines through it. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the reported issue. The stm removed and replaced the display screen then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use, the display for the cs300 intra-aortic balloon pump (iabp) would black out with lines through it. There was no patient involved and no adverse event was reported.